Event description:
The mother called requesting assistance with upload steps. The mother stated that she was attempting to upload to the carelink and has received a message error. During the call, the mother mentioned that the customer was taken to the emergency room for treatment. However, the insulin pump and the blood glucose meter show that her blood glucose was fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.